Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to disease progression. The reported recurrent mitral regurgitation mr was a cascading effect of the reported tissue injury. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date of event is estimated.

Event description:
This will be filed to report a tissue injury and recurrent mitral regurgitation. It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade 4+. One clip was implanted successfully and the mr was reduced to grade <1. On an unknown date, echocardiography showed mr had increased to a grade of 4+ and tissue damage had occurred. On (B)(6) 2023 a secondary mitraclip procedure was performed. Two additional clips were implanted, reducing mr to a grade of 1+. No additional information was provided.